Event description:
The event is reported as: "complaint alleges that the circuits are coming out of the cases, prior to use on pts already cracked." No pt injury reported.

Manufacturer narrative:
No sample received by manufacturer at the time of this report, but photos of the product were received for analysis. They were visually inspected finding tears in the ends of the corrugated tubing. No other issues were detected. The device history report (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The customer complaint was confirmed based on the photos received. The issue is related with the corrugated tubing extrusion process. A scar #(B)(4) was opened to the vendor in order to document the root cause and corrective actions. A follow-up report will be sent when investigation is completed.